Event description:
It was reported that the patient presented to the emergency room with their device beeping. An "impedance not taken" alert had triggered on the implantable cardioverter defibrillator (ICD). The device was reprogrammed with non-competitive atrial pacing (ncap) turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was explanted and replaced due to an upgrade to a bi-ventricular defibrillator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.